Event description:
Healthcare professional reported through clinical study that approximately 120 months post implant the valve was removed due to structural valve dysfunction. The valve was not returned for analysis however a pathology report was sent.